Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with ak96 machine, there was a reverse ultrafiltration (uf) issue resulting in a weight gain for the patient estimated to 6.0 kg. The patient experienced chest tightness, palpitation and facial edema. The treatment was restarted to remove the extra fluid. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.